Event description:
A nurse from the user facility reported one case of toxic anterior segment syndrome (tass). The only product info available was the intraocular lens serial number. No product, no procedural and no environmental component was more suspect than another. The facility was in the process of investigating all possible causes of tass. Resource materials on tass were provided to the reporter at her request. Phone follow-up revealed the facility has had no other cases of tass since this report and the pt is doing well following treatment. The cause of the tass remains unk. Addiitional info has been requested.

Manufacturer narrative:
Eval summary: the complaint device associated with this report has not been identified. Product history records were reviewed for the intraocular lens lot number and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.